Event description:
ICD replacement. On post procedure cxr, anchoring sleeve noted to have migrated. The concern is that it may slide down and inhibit sensing, causing failure to deliver treatment of arrhythmia.